Manufacturer narrative:
New information was received indicating that this electrode was surgically explanted. A new electrode was implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted electrode is expected to be returned for analysis. This reported is being submitted to update sections b1 (adverse event/product problem), b2 (outcomes attrib to adv event), d6b (explant date), h1 (type of reportable event),h7 (remedial action type), h11 (additional MFR narrative).

Event description:
It was reported that this electrode exhibited a high out of range shock impedance (greater than 400 ohms). At this time, attempts to obtain additional information have been unsuccessful. This electrode remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this electrode exhibited a high out of range shock impedance (greater than 400 ohms). At this time, attempts to obtain additional information have been unsuccessful. This electrode remains implanted. No adverse patient effects were reported.